Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop an exacerbation of asthma. The patient did receive medical intervention in the form of a prescription for an inhaled steroid. The patient also alleged having eye redness. Lung irritation (has to take cortisone spray), cough and choking. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device the manufacturer found evidence of contaminants present around and in the inlet filters area, outlet port, and rear top and bottom enclosure surfaces. The device was disassembled for internal visual inspection. The manufacturer found multiple (13) contaminates throughout the unit. The large amounts of potential mineral deposits and beige contaminates located throughout the internal blower box and blower. Potential mineral deposits were also located on the bottom and some of the sides of the sound abatement foam. The potential mineral deposits resemble the use of non-distilled water. The large amounts of potential mineral deposits found in the blower box can potentially be contributed to over humidification, or the user overfilling the humidifier reservoir and or moving the unit while in use. The inner canal of the inlet filter area contains a large amount of dark dust or dirt containment, and a beige dust or dirt containment. This large amount of contamination in the inner canal of the inlet filter area can potentially be contributed to not changing out the pollen filter regularly and also the non-use of an ultra-fine file. The manufacturer applied power to the device and confirmed the device provided flow. The manufacturer accessed the power log but and no error log was found. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. The contamination found in the as observed in the blower and air path.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an exacerbation of asthma. The patient did receive medical intervention in the form of a prescription for an inhaled steroid. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.